Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Please note that per additional information received, the issue was caused by the fluid management system, which is not owned by stryker. There is no alleged deficiency with the coupler. Alleged failure: the quality of the picture deteriorated. Probable root cause: - cables - connectors - digital board - main board - transition board - scope - light source - camera head - coupler - connected monitors - use error - manufacturing/ service nonconformity. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that quality of the picture deteriorated and led to conversion to an open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that quality of the picture deteriorated and led to conversion to an open procedure.